Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the black liquid leaked from the device because the reprocessing could not be completed due to a leak caused by a tear in the bending section rubber. However, a definitive root cause of the tear to the bending section rubber could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the black liquid appeared in the videoscope after cleaning during reprocessing. There were no reports of patient involvement.